Event description:
The pt never experienced relief of symptoms since pump implant. The hcp did an (B) (4)study of the pump system. X-rays were taken on day 4 and 7 due to low flow rate. The dye stopped progressing partway up the catheter. The rotor study was normal. The pt was taken to the operating room and his back was opened along the catheter path. There was good back flow of cerebrospinal fluid flow when the catheter was cut. However, no flow was seen out of the end of the catheter when normal saline was injected into the catheter access port of the pump. The hcp opened the pump pocket and pressed on the black dots on the catheter. The catheter pulled away from the metal inside of it. The catheter pin connector was missing; not located. No unusual forces were used. The device appeared to fall apart. The pt outcome after the device replacement was reported to be "fine".

Manufacturer narrative:
(B) (4). The pump and catheter were returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.